Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 3000 ohms. Non physiologic noise was previously observed. The noise was being oversensed, resulting in pacing inhibition and possible asystole greater than two seconds. Technical services (ts) noted that the patient had a possible surgery the day the noise and oversensing was observed. Ts suggested bringing the patient into the clinic for testing. The lead remains in service. No adverse patient effects were reported. Additional information was received that a rv lead fracture was observed. The lead was surgically abandoned and replaced due to noise, oversensing, pacing inhibition and pace impedance measurements of greater than 2,000 ohms. No asystole of greater than two seconds was observed. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 3000 ohms. Non physiologic noise was previously observed. The noise was being oversensed, resulting in pacing inhibition and possible asystole greater than two seconds. Technical services (ts) noted that the patient had a possible surgery the day the noise and oversensing was observed. Ts suggested bringing the patient into the clinic for testing. The lead remains in service. No adverse patient effects were reported.